Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and stained address and serial number label.

Event description:
It was reported that the customer had high blood glucose of 390 mg/dl, and her insulin pump was malfunctioning. Caller stated that the customer's insulin pump was alarming, squirting out the insulin during manual prime and the drive support cap is sticking out. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch (B)(4).